Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, upon opening the packaging of an ncircle tipless stone extractor, the basket would not open properly. This occurred prior to patient contact. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event description: as reported, upon opening the packaging of an ncircle tipless stone extractor, the basket would not open properly. This occurred prior to patient contact. The procedure was completed with another same type device. There was no problem(difficulty) when removing the device from the shipping tray. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. The device was returned in its original pouch and shipping tray. A functional test found the basket did open and close, but resistance was felt. The basket shape was deformed with the basket wires being in a flattened shape instead of the normal symmetrical shape a review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The cause for the deformation could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04jul2022: the procedure was completed with another same type device. There was no problem(difficulty) when removing the device from the shipping tray.